Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm during the rewind/prime process. The customer also reported that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 450 mg/dl, and the customer stated she would be treated with a manual injection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.